Manufacturer narrative:
Conclusions: a root cause analysis could not be performed as the device was not returned for eval. The device history was reviewed and no irregularities were noted during the MFR of lot # 4146712.

Event description:
The customer alleges disruption in the catheter. The catheter broke.